Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited impedance out of range more than 2000 ohms and noise. Safety switch was activated earlier in the month. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).